Event description:
Rn at home patient's (hp) nursing home contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 4/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, during therapy, a supply bag fell and became disconnected from the supply line of the homechoice set. In an endeavor to correct the issue, hp instructed rn to reconnect the supply bag to the supply line of the homechoice set. Tsc assisted hp's rn in ending therapy early and advised they complete hp's therapy manually. Per rn, no patient injury or medical intervention was associated with this incident.